Event description:
Report received that a tray of cidex opa solution had leaked onto the counter and floor. Three employes experienced symptoms of burning eye and throat irritation. This is the second of the three employees reported. Employee experienced burning eyes and their throat was irritated. Their symptoms lasted 1-3 hours. No medical treatment sought.